Event description:
It was reported by he patient's mother that her son went to the emergency room in 2008 due to abdominal distention and fever. A CT scan was done and identified an abdominal abscess. The patient went into surgery that night to have the "infected fluid" removed and the mesh was explanted. Patient reported that he felt hernia return at his first post-op visit in 2007. It was also reported by the patient's mother that approximately 1 liter of "infected liquid abscess was drained during the original date surgery and that there was a bowel fistula noted and resection of three feet of small bowel was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.